Event description:
This case was reported by a consumer and described the occurrence of transient blindness in a (B)(6) female patient who used super poligrip original denture adhesive cream (formulation (B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip original. An unknown time later, the patient experienced temporary blindness in right eye, crossing of right eye, nerve damage, trigeminal neuralgia, extreme dizziness, nausea, numbness in hands, numbness in fingers, facial numbness, cheek numbness, numbness around the lips, eye numbness, headaches every day, migraines, coughing with extreme temperature change, eye pain, "upper right peripheral damage, " "shooting orbits" (spots in visual field), and right eye twitching. This case was assessed as medically serious by gsk. Use of super poligrip original was continued. At the time of reporting, the events were unresolved. Super poligrip original is manufactured in (B)(4).